Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l implant at l5-s1 on (B)(6) 2012. That patient began experiencing one sided pain. No defects were reported with the implant. The pdl device was removed on (B)(6) 2025 and the patient was fused. A DHR review could not be completed as the part numbers and lot numbers of the implants were not reported and could not be determined during the course of the investigation. Complaint trending found the rate of complaints to be within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery and will be evaluated by exponent under their approved prodisc l device evaluation protocol. The report will be issued under (B)(4) . No imaging was provided for this case. There were no anomalies identified during the complaint investigation. The implant removal was completed due to patient pain. The submission is 2 of 3 devices involved in this event.

Event description:
A patient was implanted with a prodisc l implant at l5-s1 on (B)(6) 2012. That patient began experiencing one sided pain. No defects were reported with the implant. The pdl device was removed on (B)(6) 2025 and the patient was fused.